Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and constipation ('horrible constipation, ') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and constipation outcome was unknown. The reporter considered constipation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced constipation ("horrible constipation,"), flatulence ("uncontrollable gas"), eye burns ("mascara burns my eyes"), lacrimation increased ("my eyes watered like I was crying") and dermatitis contact ("allergic to mascara") and was found to have precancerous cells present ("I have precancerous cells"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, constipation, flatulence, eye burns, lacrimation increased, precancerous cells present and dermatitis contact outcome was unknown. The reporter considered constipation, dermatitis contact, eye burns, flatulence, lacrimation increased, medical device removal and precancerous cells present to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New events added: "uncontrollable gas", "mascara burns my eyes" and "my eyes watered like I was crying". New reporter added. Fu 1 and 2 processed together. Event constipation made medically non-significant. On (B)(6) 2020: social media received: new event I have precancerous cells was added. New reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced constipation ("horrible constipation,"), flatulence ("uncontrollable gas"), eye burns ("mascara burns my eyes"), lacrimation increased ("my eyes watered like I was crying") and dermatitis contact ("allergic to mascara") and was found to have precancerous cells present ("I have precancerous cells"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, constipation, flatulence, eye burns, lacrimation increased, precancerous cells present and dermatitis contact outcome was unknown. The reporter considered constipation, dermatitis contact, eye burns, flatulence, lacrimation increased, medical device removal and precancerous cells present to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.